Event description:
Customer reported the system makes a high pitched squeal and will not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and restrapped the input transformer to compensate for customer's supply voltage. System operates as intended.